Event description:
Complainant put bacitracin on a wound and put a bandage on it. He took it off 12 hrs later, then put another one on for 12 hrs. When he removed this one, the skin where the adhesive had touched it was red, like a sunburn. Two days later a scab had formed where the adhesive had touched the skin.